Event description:
Pt was being fed using a pump, 875 ml of an enteral feeding solution were hung, and the pump was set to deliver 140ml/hr. 800 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt vomited. Reporter was unsure if this was related to the device. One pt involved. Note: the event date given about is estimated.